Event description:
The customer reports (B)(6) results for one patient exhibiting symptoms of acute (B)(6) whose samples were tested on an architect i2000sr analyzer. On (B)(6) 2014, this patient generated (B)(6). Following treatment, another sample was drawn on (B)(6) 2014 and generated (B)(6). There has been no report of any impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Manufacturer narrative:
There were no returns from the customer site for this evaluation. Therefore, clinical sensitivity performance was assessed using a retained sample of lot 38134lf00 and one replicate of each level of two commercially available seroconversion panels. Reagent lot 38134lf00 met all passing test specifications demonstrating that this lot is performing as intended. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) assay reagent package insert contains information of address the current customer issue. There is not enough information to reasonably suggest a malfunction as the potential false negative result is for one discrete patient sample. Seroconversion panel testing showed that the assay is performing similarly to manufacturer's data. No further issues were noted.